Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections. Troubleshooting occurred. No additional information was provided